Event description:
Customer did not provide any complaint description and date of event. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event. Customer indicated that the instrument broke and it was found in central sterile reprocessing. Customer did not provide information as to what broke and the location of the breakage and indicated that this may have happened during procedure, not sure. Customer was not aware of anything falling into the patient and any patient injury.

Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated. Failure analysis investigation found instrument main tube to be broken at the distal end, at the connection with the clevis. No other damage was found. It was concluded that the damage to the main tube may have been due to mishandling.